Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the kit bd max ext enteric bacterial panel, a false positive vibrio result was obtained from one (1) stool sample. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (ref. 443812) lot: 3256328 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. The review of manufacturing records of bd max¿ extended enteric bacterial panel indicated that lot: 3256328 was manufactured according to specifications and met performance requirements. Customer complained about a patient sample that gave a weak vibrio positive result in the initial and repeat tests, when using the bd max¿ extended enteric bacterial panel kit lot: 3256328. The customer suspects this is not a true positive result. Customer provided runs 17 and 18 from instrument ct3222 and databases from instruments ct3221 and ct3222 for investigation. Database analysis of instrument ct3222 revealed that no other vibrio positive result was obtained aside from the ones mentioned in the complaint text (sample ID: (B)(4). On ct3221, one vibrio positive sample was found, in run 15, and the ID number revealed this corresponds to sample (B)(4), for which the customer was complaining. Runs files analysis showed that in the initial test (run 17; ct3222) and in the repeat tests (runs 18; ct3222 and run 15; ct3221), sample (B)(4) gave a vibrio positive result, detected in the rox channel. In each test, a new sample buffer tube was prepared, tested with kit lot: 3256328. Manual pcr curve adjudication was performed on the vibrio positive results in run 17/a6, run 18/a11 and run 15/a9. Pcr curves analysis show late and low, but true amplification, in every run, without any anomaly. Such late positive samples can occur due to titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, it must be noted that manual pcr curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Bd was unable to identify the exact cause of the customer¿s discrepant results. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot: 3256328. The root cause was not identified. However, positives samples at or near the limit of detection of the assay or an environmental / cross contamination can explain the customer¿s positives results in the initial test. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported when using the kit bd max ext enteric bacterial panel, a false positive vibrio result was obtained from one (1) stool sample. There was no report of patient impact.